Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. A failed transmitter error was reported to have occurred for (B)(4). Data investigation confirmed a failed transmitter error on (B)(6) 2017 for (B)(4). The root cause could not be determined post investigation.